Event description:
Suspected operator error in programming the device, which resulted in the patient receiving more medication than intended. The pump was programmed to deliver dilaudid with a concentration of 1mg/ml" no futher programming parameters were provided. After and unspecified length of time, the nurse "went back and rechecked the history, and concentrations were set for 0.1mg/ml." There were no reported adverse patient effects. No medical interventions were required. The pump was not isolated or identified by serial number. The customer contact reported that it is believed this was, "probably staff error but cant't prove it." Though requested, no additional information was provided.